Event description:
It has been reported that the syringe integra 3ml w/ndl 21x1-1/2 rb tw has been found experiencing needle retraction failure during use. The following has been provided by the initial reporter: 1)faulty retractable needle. 2)retractable needle did not retract leaving medication in the syringe. Since this incident we have had another similar case involving a different batch and a different nurse.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe integra 3ml w/ndl 21x1-1/2 rb tw has been found experiencing needle retraction failure during use. The following has been provided by the initial reporter: faulty retractable needle. Retractable needle did not retract leaving medication in the syringe. Since this incident we have had another similar case involving a different batch and a different nurse.